Manufacturer narrative:
Product evaluation is ongoing; a supplemental MDR will be submitted once evaluation is completed.

Event description:
Allegedly, twice during a mediastinoscopy procedure the image disappeared from the screen and the light source went to standby mode when activating the electro-surgical unit. The endoscopic image returned within 10 seconds, but the light source had to be manually returned to desired setting.

Manufacturer narrative:
Our evaluation found no problem with the camera head itself. Upon further evaluation of the complete system, which includes the dci video mediastinoscope, a d1 camera head, an image 1 spies x-link camera control unit (ccu), an scb light source, hand instrument), we were able to duplicate the issue of temporary image loss when the system is used with an electro-surgical generator (esu), as well as the issue of the light source going into standby mode and when the camera control unit (ccu) is connected to the light source via an scb cable. Both issues occur when an active insulated instrument is in contact with, or in close proximity of the dci® video mediastinoscope with d1 camera head plugged into the mediastinoscope handle. The image is automatically restored in a few seconds but the light source light intensity has to be manually readjusted. This problem was due to the fact that the imaging system configuration in combination with the dci video mediastinoscope is different from other imaging system configurations. As corrective actions, karl storz has implemented a design modification of the tc301 x-link ccu by upgrading the power supply with a different model that avoids the electrical interference and has instituted a voluntary recall of the tc301 x-link ccu for those customers who own both the tc301 x-link and the th116 d1 camera head used for mediastinoscopy. In addition, any new th116 d1 customers will be required to upgrade their existing tc301 x-link ccu(s) prior to shipment of the th116d1 camera head.

Manufacturer narrative:
Filing second follow-up report as follow-up report #1 was missing conclusion code and correction/removal reporting number.